Manufacturer narrative:
One device was returned for evaluation. Upon visual inspection, device was found to be in good physical condition. The monitor was tested, and all readings were accurate and steady. The customer complaint was not confirmed and investigation determined that the failure is a result of impact sustained by the monitor during use and handling.

Event description:
Information was received that a smiths medical capnograph is receiving a co2 sensor error code.